Event description:
Customer reported that they saw coloured wires exposed where the power cable enters the plastic moulding that connects into the instrument. Customer also reported that they saw this issue on 17 of their instruments. There was no report of injury due to this event.

Manufacturer narrative:
Siemens investigated returned affected power cords and found out that affected power cords were not supplied with the instruments. Moreover, siemens confirms that the instruments were supplied with the correct power supplies. Siemens has no affiliation with affected power supplies' manufacturer. Siemens power cords supplied with instruments are performing as intended.

Manufacturer narrative:
A replacement will be sent to the customer. Customer has been requested to provide additional information to investigate this issue. The cause for this event is unknown.